Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/17/2025, a sales representative reported via email that an ar-13730-01 contourlock hto plate, flat, 67 mm, left (from loaner set rar-13330t) was missing a bushing. The plate was implanted before they noticed it was missing a bushing. They removed the two screws that were placed and opened a new plate. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-13730-01, batch 14960507, was received for investigation. - visual evaluation noted that one of the bushings was detached from the device. - functional testing was not performed due to damage to the device. - the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. - the complaint allegation is confirmed. However, the allegation that this was an 'out-of-box' occurrence can't be confirmed as the device was utilized in a procedure. - refer to investigation photos.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information has been received on 3/25/2025: this was discovered during an hto procedure on (B)(6) 2025. The case was completed using a new plate. The case was delayed five minutes with anesthesia for the added time. The patient did not suffer any negative effects on or after the surgery.